Event description:
It was reported that a pta balloon would not deflate. A support catheter was then advanced alongside the sheath using a buddy approach to the site of the pta balloon. A guidewire was then inserted through the support catheter and used to puncture the pta balloon. There was no report of pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.